Event description:
Broken - oral-b [device breakage] . Mechanism in them on first use the brush head is not turning on the toothbrush...came loose in mouth - oral-b [device connection issue] . Case narrative: female consumer via phone stated that the oral-b precision clean toothbrush heads were broken. The mechanism in the oral-b toothbrush heads would not turn on the oral-b toothbrush, type 3766, and came loose in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.